Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported slda could not be conclusively determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4, previous cardiac surgery, enlarged left atrium, prolapse/flail just medial to a2/p2. One clip was implanted. To further reduce mr, an xtw clip (40213r1105) was inserted but became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that tissue damaged occurred. While grasping the leaflets, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and replaced. An additional xtw clip (40104r1054) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an nt clip (30425r1012) was prepped. However, it was observed that the cds was expired while inserting the clip through the steerable guide catheter (sgc). Therefore, the clip was removed and not used. An xt clip (40227a2069) was inserted and deployed on the mitral valve. However, after deployment, the clip experienced an slda, detaching off the anterior leaflet and remaining attached to the posterior leaflet. Mr remained a grade of 4. There were no significant delay in the procedure.